Event description:
The customer reported the battery having a low charge, but not charging. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.